Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia, angina and hypotension are listed in the product instruction for use as known potential adverse effects. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a xact stenting procedure in the left internal carotid artery after the stent deployment and post-dilatation, the patient experienced bradycardia which was treated with atropine. After the embolic protection device was removed, the patient experienced hypotension which was treated with intravenous fluids, dopamine infusion, midodrine, bed rest and blood pressure medications were held. Post procedure, the patient experienced chest pressure which was treated with morphine and zofran. The cardiac enzymes were negative. The chest pain resolved the same day. Reportedly, the patient has a history of coronary artery disease and severe coronary blockage. The hypotension and bradycardia continued. The patient was prescribed oral midodrine for the hypotension and no treatment for the bradycardia. The patient was discharged home (B)(6) after procedure. At the patient's thirty day follow-up the blood pressure was 166/82 with a heart rate of 60. There was no additional reported patient sequela. There was no additional information provided.